Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last several months ago.

Event description:
It was reported that the patient had progressing pain due to ipg no longer holding a charge and was also experiencing some difficulty with the paresthesia. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.